Event description:
Additional information: it was later reported that the patient was receiving effective therapy and no intervention was planned. The drug delivered via the device was stated to be a pain medicine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported at a refill the physician thought too much drug was aspirated when emptying the reservoir. In addition, a dye study was performed in which approximately 10 cc of dye was injected. However under fluoroscopy, including active, the catheter appeared intact but it could not be determined where the dye went. There was inquiry if it had gone back into the pump. The medication delivered though this device system was not provided. No further details were provided regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).